Event description:
It was reported that pump displayed repeated malfunction alarms with code 12 and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a replacement pump with updated software.